Event description:
The pt received the scs system on (B)(6) 2010. It was reported he experienced inadequate stimulation coverage. The physician felt the lead may have migrated and replaced the implanted lead with another lead. The pt reported adequate coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.